Event description:
It was reported that the lead was replaced due to open impedance. The implantable neurostimulator (ins) was replaced at the same time. There was no malfunction with the ins. No patient symptoms were reported. All was fine according to the physician after the replacement.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.